Event description:
This customer reported that during an attempted resuscitation they got repeated "pads off" and "disarm" messages.

Manufacturer narrative:
The device was evaluated by laerdal medical japan (distributor) where the control and interface pcas, the top case and the connector were replaced. We were later informed that the connector had been discarded accidentally. No information was provided to state that the replacement of the connector resolved the problem. The additional parts that were replaced in this defibrillator during the evaluation by laerdal were sent to the factor in andover for additional evaluation. There was no information that these replaced parts had malfunctioned and they were functional upon examination at the in andover.